Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass after 6.5 hours, there was breakdown of the fibres and it started to foam in the oxygenator. No consequences or impact to the patient. Product was not changed out as gas exchange was not affected. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 10, 2019. Upon further investigation of the reported event, the following information is new and/or changed: method code: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation nor the involved lot number information. With no return of the actual sample or no information about the involved lot number, the investigation of the complaint was extremely limited. Based on the provided information, the possible cause would be. The prolonged use of the actual sample and/or the patient's blood property led the fiber to get hydrophilized and plasma leak out and started foaming in the oxygenator module or the prolonged use of the actual sample caused the wet lung phenomenon, due to which water drops were generated inside the gas phase and started foaming in the oxygenator module. However without the return of the actual sample the cause of this complaint cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.